Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title " feasibility of a percutaneous and non-fluoroscopic procedure for transcatheter mitral valve edge-to-edge repair".

Event description:
It was reported through a research article that from (B)(6) 2021 to (B)(6) 2021, 23 patients underwent a mitraclip procedure to treat mitral regurgitation (mr). It was also noted that in one patient, one week after implantation, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Additional information is listed in the attached article, titled ¿feasibility of a percutaneous and non-fluoroscopic procedure for transcatheter mitral valve edge-to-edge repair.¿